Event description:
The reporter stated that the surgeon inserted an aq2003v three piece silicone lens. The lens was removed without enlarging the incision, as the patient's capsule would not hold the lens. The surgeon made 3 attempts to get the lens implanted. Surgery was not completed as the patient's eye had swelling. A vitrectomy was performed and three sutures were required to close the wound.